Event description:
Upon independent review of a journal article entitled severe aortic insufficiency secondary to 5l impella device placement published in 06/2012 was found. The article reported an adverse event that was reported to have occurred with an impella lp5.0 pump. A summary of the article is as follows: a 45 year old female pt who had been implanted with an impella lp 5.0 pump developed a severe aortic insufficiency after insertion and subsequent removal of the pump after 2 weeks, as the cardiac function had recovered. In an effort to resolve the pt problem the clinicians implanted a transcatheter corevalve. The pt was reported to have done well post procedure, and was asymptomatic six months following transcatheter valve implantation with a normal functioning prosthetic valve. Please reference the attached journal article for details regarding pt history and comorbidities, this article will also supply implant and explant procedure details.

Manufacturer narrative:
Published journal article in 06/2012 (rahul chandra, m.d., robert cusimano, m.d., et al: severe aortic insufficiency secondary to 5l impella device placement, journal of cardiac surgery, 2012; 27; 400-402): from event that occurred at toronto general hosp, division of cardiovascular surgery and division of cardiology. Investigation results: of note in the use of the 5.0, the outflow window acts as a shroud over the device outflow so the impeller blades cannot come in contact with the outside environment. Therefore if there is damage created by impella 5.0, it would have to be caused by the inflow structure or pigtail of the device. The actual impella lp 5.0 pump used was not returned for evaluation. The mobile pump console (mpc) data was obtained after the paper was received and is the basis of this analysis. The case was identified as occurring between january 7 to january 14th, 2011. We received communication from a physician representing the site stating that there was an event three days into the case where a tee was performed and aortic regurgitation was noted. The paper reflected something happening when the impella was withdrawn after 7 days. Because of the "3 days" comment, an examination of the console data on the evening of the (B)(6) 2011 was done. It showed changes to the placement signal that may reflect the manipulation referred to during the transesophageal echo. There appeared to be changes in pump position (beginning at 19:13), including a period when the pump was probably mal-positioned, as evidenced by the low motor current and placement signal pulsatility (beginning at 00:20 on (B)(6) 2010). At the same time numerous manipulations in motor speed were made triggering seven error-28 low flow alarms, probably as the device was being repositioned. There were three other significant events characterized by console alarms, abnormal placement signal and motor current waveforms that occurred during the case. The first episode (beginning at 23:30 on (B)(6) 2011) began as a reduction in placement signal and motor current pulsatility accompanied by reported high flows (+5 liters/minute), probably because the pump was completely inside the ventricle. At 00:27am on (B)(6), motor speed was briefly reduced, followed by a significant increase in placement signal and motor current pulsatility, indicating the device was repositioned. Pump flow then dropped to 4 liters/minute, and there were a series of pump position wrong (error-2) alarms from 00:38 to 01:00, indicating the pump outflow was positioned at the level of the aortic valve. The alarms resolved after it appeared the device was repositioned. At the same time there was another brief reduction in motor speed triggering a low flow warning. After the pump was repositioned, flows returned to levels that are more normal (4.8-5.0 liters/minute) for an impella 5.0 running at p9. The second event occurred around 05:20 and lasted until 08:00 on (B)(6). It appeared the pump moved or was repositioned, causing a drop in flow to 4 I/m (with the pump speed remained a constant p9). Starting at 06:30 there were fifteen more error-2 pump position warnings, indicating the pump outflow was again positioned at the level of the aortic valve. The alarms were resolved, and pump flows returned to previous levels when the pump was repositioned around 08:00. When the pump was repositioned, the user briefly reduced the p-level. The third event occurred on (B)(6) 2011 at 20:50, there was a reduction in placement signal and motor current pulsatility similar to previous events, probably due to pump movement or repositioning. At 21:15, there was a change in the placement signal when the pump was probably repositioned. This was accompanied many rapid changes in motor speed that occurred over the next hour and fifteen mins. The changes in motor speed were accompanied by twenty-nine low flow (error-29) warnings when pump flows dropped to abnormally low levels. Two pump position (error-2) warnings also occurred indicating that the pump was being moved while ramping the operating speed as the pump was being repositioned. After the last pump repositioning at 22:35, pump performance stabilized and was normal for the remainder of the case. The role that the pt condition played in the problem could not be assessed, as the complainant refused to release the pt data for analysis. Additional info received indicated that aortic insufficiency was first noticed after manipulating the devic on the third day of support. However, the paper published in the journal of cardiac surgery stated, "the right coronary cusp of the aortic valve seems to have been injured at the time of removal of the device as there was no aortic insufficiency with the impella device in place and the severe aortic regurgitation was found only after removal of the device". The device was not removed until day 7. The reason for the discrepancy is not known, but based on the available info it is likely that the injury to the valve occurred during pt support. This could explain all of the manipulation of the device that is evident and described on days 3 and 5 as the physician could have been maneuvering the device while changing speeds to get better visualization of some event they were observing. Assuming the aortic insufficiency was first noted on the third day, as the additional info obtained indicated, the changes in the placement signal and user-commanded motor speed seen in the mpc data on the evening of (B)(6) was probably when this occurred (there were no other changes in the console data on (B)(6) indicating pump manipulation). Two earlier episodes of pump manipulation on (B)(6) may have caused damage to the valve as well. In those incidents twenty console warnings for pump position were triggered, probably when the pump outflow was moved through the valve. In the later incident on (B)(6), repositioning was accompanied by more pump position warnings along with twenty-nine low flow warnings that were apparently triggered by rapid multiple reductions in motor speed while the device was being repositioned. In conclusion, the root cause of the damage to the right coronary cusp of the aortic valve that resulted in the aortic insufficiency was probably caused by rapid and repeated movement of the impella pump through the aortic valve while the device was operating and was being manipulated by the user at the same time. This was in at least 4 events and there were alarms accompanying the device events noted. The event that was primarily responsible for the damage was probably the manipulation that occurred on (B)(6) 2011, as aortic insufficiency was first noted on a subsequent transesophageal echo. The reason the device was being manipulated is not understood. The pump appeared to be positioned correctly and no pump position or suction alarms occurred that would require repositioning the pump. Similar manipulation of the device before and after the primary event may have been contributing factors to the severe aortic insufficiency seen after removal of the impella. The damage to the right coronary cusp of the aortic valve that resulted in the aortic sufficiency was probably caused by rapid and repeated movement of the impella pump through the aortic valve, while the device was being manipulated by the user. The complainant was unable to report the serial number of the impella lp 5.0 pump, consequently, the device manufacture and expiration dates were unable to be reported. (B)(4).